Manufacturer narrative:
(B)(4). The device has been returned to baxter and evaluation is in progress. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported issue. The service history review revealed no previous service events that would cause or contribute to the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external inspection was performed with no issues noted. The internal inspection revealed an inoperative accomp printed circuit board. The cause of the reported issue was determined to be the inoperative printed circuit board, which created a smell of burning and caused ac power fuses to blow. Electrical returned instrument testing evaluation (rite) passed successfully. However, functional rite testing reported a failed check heater bag temperature test found to be associated with the issue. Hence, the reported issue was verified through device evaluation. The inoperative accomp printed circuit board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a burning smell issue during the self-test while using a homechoice (hc) machine. The hp was not connected at the time. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.